Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia while using the ilet, with a highest blood glucose of 357 mg/dl and the high persisting for about two hours despite no reported meal, no pump alarms, and an infusion set that appeared normal on removal; the user performed a supply change after troubleshooting and education were provided, and glucose later decreased to 128 mg/dl. Symptoms included none reported. Outcomes included no need for external assistance and no medical intervention or hospitalization. Investigation included user coaching on infusion set replacement and follow-up to confirm glucose reduction. Investigation of this case revealed that the specific cause of the hyperglycemia could not be determined, and no device malfunction was identified based on the absence of delivery-stopping alarms and successful resolution after a set change. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.